Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that while at lunch, the customer over bolused and experienced a low blood glucose level; the value of the level was not known. The customer was assisted by the emergency contact 911. The customer was given a sugary drink and the bg returned to the target level. The customer did not go to the hospital. Although requested, additional information regarding the event could not be recalled by the customer.